Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during surgery of subtrochanteric fracture, the threaded portion of the driving cap broke off. It became wedged inside the threaded receiving portion of the insertion handle and could not be removed. The surgeon used hand force to slide the bail further into the femur. It was on the final strike that the threaded portion of the driving cap broke off into the aiming instrument. The nail was at the desired insertion length from the final strike. The procedure was completed with a slight delay in time. Patient outcome is unknown. Concomitant device reported: hybrid insertion handle (part: 03.037.011, lot: 8853957, quantity:1), unk - impaction instruments: hammer/mallet: trauma (part# unknown, lot # unknown, quantity# 1), unk - nails (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part: 03.010.523, lot: 8853957, manufacturing site: bettlach, release to warehouse date: 27. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary complaint summary: 07/1/2019: updated event description: it was reported that on an unknown date, during surgery of subtrochanteric fracture. The threaded portion of the driving cap that broke off is wedged inside the threaded receiving portion of the insertion handle and could not be removed. Rendering both unfit for further procedure. The surgeon used hand force to slide the bail further into the femur. It was on the final strike that the threaded portion of the driving cap broke off into the aiming instrument, thus resulting in no delay to the procedure as the nail was at the desired insertion length from the final strike. The procedure continued as normal, not needing the driving cap any longer. The procedure was completed and there was a slight delay. Patient outcome is unknown. Concomitant device reported: hybrid insertion handle (part: 03.037.011, lot: 8853957, quantity:1), unk - impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1), unk - nails (part# unknown, lot# unknown, quantity# 1). Investigation: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken could not be confirmed as the image provided does not show the distal tip of the instrument. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/18/2019: updated event description: it was reported that on an unknown date, during surgery of subtrochanteric fracture. The threaded portion of the driving cap that broke off is wedged inside the threaded receiving portion of the insertion handle and could not be removed. Rendering both unfit for further procedure. The surgeon used hand force to slide the bail further into the femur. It was on the final strike that the threaded portion of the driving cap broke off into the aiming instrument, thus resulting in no delay to the procedure as the nail was at the desired insertion length from the final strike. The procedure continued as normal, not needing the driving cap any longer. The procedure was completed and there was no surgical delay. Patient outcome is unknown. Concomitant device reported: hybrid insertion handle (part: 03.037.011, lot: 8853957, quantity:1), unk - impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1), unk - nails (part# unknown, lot# unknown, quantity# 1) . This complaint involves one (1) device.